Event description:
Patient had edema and hard lumps following treatment. Physician perscribed use of premarin cream and massage. Surface irregularities (indentations) on each cheek remain five months later.